Manufacturer narrative:
Concomitant product(s): product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (50mg/ml, 5.004 mg/day), and bupivacaine (30 mg/ml, 3.002 mg/day) via an implantable infusion pump. The indications for use were noted as failed back surgery syndrome and spinal pain. It was reported that the patient experienced a return of pain. The hcp noticed several pump refills with volume discrepancies, and was concerned that the pump and/or catheter was not functioning due to the volume discrepancies during pump refills. No diagnostic or trouble shooting was performed. The pump and catheter were removed and replaced. The issue was resolved. The patient status at the time of this report was "aiive - no injury."

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found dark residue occlusion in the catheter body dispensing holes, which was event related.